Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced fluid loss. The pump was explored several times, but it seemed that it did not pump fluid to the cylinders or the reservoir. The physician suspects that the tube could be damaged, causing the fluid loss. A surgical procedure was performed to remove the ipp. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the outer tube from wear in the middle of the cylinder. The first cylinder had wear at fold in the proximal end and distal end of the cylinder. The second cylinder had a hole in the middle of the cylinder from sharp instrument. Second cylinder had wear at fold in the proximal end and distal end of the cylinder. The first cylinder passed the leakage test. The second cylinder had a leak from sharp instrument in the middle of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that contamination (bodily fluid) was found in the pump. The pump kink resistant tubing (krt) had wear. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of a device fluid leak and a tubing hole/perforation are unable to be confirmed. However, there is a failure mode of the device that could lead to a hole in the krt tubing, which includes but is not limited to wear on the pump krt; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced fluid loss. The pump was explored several times, but it seemed that it did not pump fluid to the cylinders or the reservoir. The physician suspects that the tube could be damaged, causing the fluid loss. A surgical procedure was performed to remove the ipp. No patient complications were reported.